Event description:
On (B) (6) 2009, a revision surgery due to fusion failure of a non zimmer construct at l3-s1 was performed on a male pt. The surgeon was putting in a screw in the bicortical sacral area when the screw drifted anteriorly and as the surgeon pushed on the screw harder, the tip of the sequoia modular screwdriver cracked. There were no pieces missing on the driver and no surgical delay. The surgeon was able to finish the surgery as indicated with another available driver.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending.